Event description:
Article titled "vagal nerve stimulation for epilepsy in adults: a database risk analysis and review of the literature" was reviewed and two adverse events were identified for the patients studied within the cohort. 1 patient had a superficial site infection. 1 patient returned to the operating room for an unspecified reason. No further relevant information has been received to date.